Manufacturer narrative:
It was reported that compressor's drainage valve was defective. The ventilator was investigated by our field service engineer on-site and the thermoelectric cooler, drainage valve and radial fan was determined defective and replaced which solved the issue. No log files have been provided and no parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that compressor's drainage valve was defective. There was no patient harm reported. Manufacturer's ref. #: (B)(4).